Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date the device has not been returned to olympus for inspection, therefore the customer's reported issue of ¿no image¿ was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope has no image. There was no report of patient harm or user injury associated with this event.